Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of a fiber leak with blood reside inside the o2 outlet port. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the o2 outlet port. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator there was a leak, resulting in patient blood loss of 25mls. Blood leaked into the gas side of the oxygenator. An unplanned blood transfusion was not required because of the blood loss from the leak. The device was not continued for use, and it was replaced to complete the case. Plasma breakthrough did not occur and the same leak did not appear in multiple packs. No patient complications have been reported as a result of this event.